Event description:
It was reported that the patient's right ventricular (rv) lead had defibrillation impedance out of range and pacing impedance out of range. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.